Event description:
It is reported that during surgery in 2009, two screws broke at a screw hole on the proximal side of the femoral nail. The screw heads are being returned for evaluation.

Manufacturer narrative:
This report will be amended when our investigation is complete.